Event description:
It was reported that while tweezers were being manipulated they broke the cable. All the pieces were removed from the patient. No significant delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.